Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. The insulin pump was received with moisture damage on the motor assembly noted. No moisture damage found on the reservoir compartment, electronics, battery tube, vibrator and keypad assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.